Event description:
Patient experienced hematoma in right kidney, after receiving lithotripsy treatment for the removal of a kidney stone. Patient underwent surgery to remove hematoma, and recovered. Treating physician stated that the lithotripsy device performed as expected, ie no malfunction, and that the hematoma which occurred was consistent with the device labeling.